Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported a left side capsular contracture baker grade iii. Healthcare professional confirmed reported events. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Clarification: on 24/apr/2025, a supplemental emdr was submitted to conservatively capture the device may have been explanted. Abbvie received additional information confirming the device is still implanted, with an explant date scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Patient reported a left side capsular contracture baker grade iii. Device has been explanted and replaced. Implant is available for return.

Event description:
Patient reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.